Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was found at night fading in and out of consciousness by his wife and 911 was called. The patient's wife did not take a bg value at the time and gave the patient a drink to raise the bg. When the paramedics arrived, they measured the patient's bg finger stick; however the value was not provided. Per the patient's wife, she indicated that the there as a 4 point difference between the cgm and bg meter. The patient was conscious but refused further bg samples for measurement. During transit time to the hospital the cgm values increased rapidly according to the data provided by sensor. Upon arrival at the hospital the patient was evaluated and then discharged after they had recovered. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that the patient was discharged from the hospital the same date of the event. No additional patient or event information is available.